Event description:
Interstitial lung disease [interstitial pneumonia]. Case description: this case was reported by a consumer via call center representative and described the occurrence of interstitial pneumonia in a 79-year-old male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. In (B)(6) 2022, an unknown time after starting new poligrip sa, the patient experienced interstitial pneumonia (serious criteria gsk medically significant). The action taken with new poligrip sa was unknown. On an unknown date, the outcome of the interstitial pneumonia was unknown. The reporter considered the interstitial pneumonia to be probably related to new poligrip sa. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. Around (B)(6) 2022, new poligrip sa was used for about 20 years. Interstitial pneumonia (seriousness: gsk medically significant) was diagnosed. It was considered that increase in the amount of use due to the loose dentures possibly induced the interstitial pneumonia. [Reporter's comment]. Reporter's assessment. It was considered that increase in the amount of use possibly induced the interstitial pneumonia.

Manufacturer narrative:
Argus case:(B)(4).